Event description:
The pt experienced constant shocking from the pump. The pump caused the pt to have panic attacks, incontinence, and vaginal burning. The pump was reprogrammed from simple continuous to flex dosing. The rate was decreased. The pump was used to deliver dilaudid and baclofen. A myelogram was done, but the results were not available. The pt also had a spinal cord stimulator which was looked at and was not causing the problems. Additional info has been required. A follow-up report will be submitted if additional info becomes available.